Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the device didn¿t work anymore. It was unknown if there were any external factors that contributed to the event. It was unknown if any diagnostics or troubleshooting was performed. The action taken to resolve the issue was device removal. The issue was resolved at the time of this report. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found no anomalies. Visual inspection of the ins did not reveal any anomalies. The ins passed a series of defined and qualified automated functional tests. Good, stable output both using the electrode pairs the ins had when received and using all electrodes referenced to one electrode was observed. If information is provided in the future, a supplemental report will be issued.